Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (80% stenosis, moderate calcification and moderate tortuosity). Inherent risk of procedure (stent deformation). Failure to follow instructions (IFU states if resistance is encountered do not force passage but the physician used excessive force in the attempt to deliver the device). Deformation problem (stent). Conclusion: known inherent risk of a procedure (stent deformation). Failure to follow instructions (IFU states if resistance is encountered do not force passage but the physician used excessive force in the attempt to deliver the device). Device failure related to patient condition (80% stenosis, moderate calcification and moderate tortuosity). (B)(4).

Event description:
It was reported that the physician intended to use a resolute integrity rx stent to treat a lesion located in prox-rca which exhibited 80% stenosis, moderate calcification and moderate tortuosity. It is reported that stent was deformed in vivo during positioning; the stent device would not cross the lesion and upon removal stent damage was observed. The device was removed from packaging per IFU and inspected without any issues noted. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device and excessive force was used. The lesion was pre dilated with sprinter 2.25x15mm device. The procedure was completed with resolute 3.00x18mm device. The physician confirmed that the device was good upon inspection prior wiring it for the procedure. The physician noted that the stent damage must have happened when the stent got caught on some calcium in the lesion. No patient injury reported; no patient symptoms or complications associated with this event. Evaluation summary: the 14th 15th and 16th distal segments were raised and deformed